Event description:
Per the clinic, the patient experienced an infection at the magnet site. No antibiotics was administered and the implanted device remains.

Manufacturer narrative:
This report is submitted on march 28, 2023.